Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument by cleaning the cuvette washer 16 (rohs) (7-202584-03), which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c16000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c16000 system service and support manual provides instruction for the removal, replacement, and verification of the cuvette washer 16 (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number (B)(6), or the cuvette washer 16 (rohs).updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.

Event description:
The customer observed falsely decreased calcium results on architect c8000 processing module for multiple patients. The results provided were: sid (B)(6) initial=1.303 mmol/l /repeated=2.393 and 2.401 mmol/l sid (B)(6) initial=1.286 mmol/l /repeated=2.373 and 2.380 mmol/l laboratory reference range for calcium=2.10 to 2.55 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid=(B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on architect c8000 processing module for multiple patients. The results provided were: sid (B)(6) initial=1.303 mmol/l /repeated=2.393 and 2.401 mmol/l, sid (B)(6) initial=1.286 mmol/l /repeated=2.373 and 2.380 mmol/l. Laboratory reference range for calcium=2.10 to 2.55 mmol/l there was no reported impact to patient management.